Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was confirmed. Research scientist and I were visually reviewing the returned part. The under-filling of mold across 4 different lots of material could be possible due to user errors as identified in the I/o risk table. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Stage 1 spacer not filling during hip revision due to infection. Four spacer molds filled to the top on one side but not on the other. There were voids down the side of the spacer and the metal could be seen.